Event description:
Pt was discharged from hosp & being transported by ambulance to home. Hosp wheelchair was removed from facility and placed in ambulance to transport pt to her apartment from ambulance. While placing pt in the wheelchair at her residence, wheelchair apparently began to bend and collapse under the weight of the pt. The pt was transported back to the hosp for evaluation and was readmitted. The chair, although a special oversized model, could not hold the pt's extreme weight. The pt had a controlled fall from the chair.